Manufacturer narrative:
The returned device was evaluated. When powered on, led segments on the led digits did not fully light up. The device was able to obtain readings. Internal inspection showed corrosion damaged on the system circuit board that caused the led segment not to power correctly. Damaged components were also found on the technology board. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported the top row of display segments are not lit and it only happens intermittently. No patient impact or consequences were reported.